Event description:
Surgeon was working on an ankle arthrodesis and had guide pins in place. As he started drilling, he hit the guide pin with the drill and cut the guide pin. Approximately 1 inch of the guide pin was cut off in the bone. It was decided by surgeon that leaving the piece of guide pin in the bone would be less traumatic for the patient than attempting to remove piece.